Manufacturer narrative:
(B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019 a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported that on (B)(6) 2020 the presence of a small granuloma was observed that bleeds, and signs of infection in the stoma with exit of mild purulent fluid. A culture of the stoma was taken and positon cream is prescribed. On (B)(6) 2020 it was reported that oral antifungal fluconazole was prescribed after the stoma culture results. The patient refers that the stoma has already improved with the positon. On (B)(6) 2020 the stoma continues in the same condition and it has improved a little. A little blood comes out when cleaning the stoma.